Event description:
It was reported that the patient presented to the clinic for a routine follow-up on (B)(6) 2022. During examination of lead, it was noted that there was loss of capture threshold on left ventricular (lv) lead. No programming changes were performed to the lead. The patient was in stable condition.